Event description:
As reported, during an laparoscopic hernia repair procedure on (B)(6) 2022. The surgeon tried to fixate the "bard" mesh using the sorbafix fixation device. As reported the fixation device did not deploy the fastener properly and the fastener would not fixate the tissue. It was reported that the loose fasteners were removed from the patient body and another sorbafix enhanced device was used to complete the procedure. No reported patient injury.

Manufacturer narrative:
As reported, the bard/davol sorbafix enhanced device did not deploy the fastener properly and the fastener would not fixate the tissue. The subject device is available for evaluation, however, at this time has not been received. Based on the information provided and without having the sample to evaluate, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section of the IFU supplied with the device states, ¿if the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient.¿